Manufacturer narrative:
Insulin pump unable to prime during the prime test due to protruded and loose drive support disk. Unable to verify excessive no delivery alarm due to prime anomaly. No motor error alarm. Motor passed motor test. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked reservoir tube lip.

Event description:
The customer reported receiving a no delivery alarm followed by a motor error alarm. The customer stated that the motor error alarm occurred during basal delivery. The customer's blood glucose was 289 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.